Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that a supply bag was not well secured to the supply line, but the bag did not fall. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had disconnected without falling due to a loose connection. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.